Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. While on support, the catheter seemed to have less torque and structure then it normally does. The impella was ramped up to pressure level nine with flow of 3.2 liters per minute. Reportedly, during attempts to reposition the jr4 catheter hooked onto the impella catheter inadvertently causing the impella to be pulled entirely out of the left ventricle. Multiple unsuccessful attempts were made to push the pump back across the valve into the aorta. The impella cp was eventually explanted and the impella long sheath was inserted and a replacement impella cp was prepped for insertion. No patient harm was reported.

Manufacturer narrative:
The investigation into the impella cp positioning issue has been completed. The impella pump was returned for investigation. The investigation revealed a mangled jr4 catheter, which was found fed into the introducer alongside the impella. There were several kinks along the length of the impella catheter. A cannula kink was also found near the pump's motor housing. No other damage or abnormalities were found. After reviewing the clinical information, it was determined that the root cause of the positioning issues was use related, specifically the improper interaction between the impella and jr4 catheter that led to the impella being pulled out of the left ventricle. The "loss" of mobility was due to the catheter kinks, which resulted from repeated wireless re-access attempts. This report is being filed as part of a retrospective review of historical records.